Event description:
It was reported that the customer's insulin pump alarmed motor error during the prime process. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the error alarms. The motor was tested outside the device and passed. The insulin pump was received with cracked reservoir tube and scratched display window.